Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that service was required for the device. During service heat was noted. The device was used in surgery. No patient or user injuries occurred. It is unknown if medical intervention or a delay occurred during the surgical procedure. There was no add'l info provided.